Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The up arrow button was unresponsive due to a corroded keypad trace. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump had unresponsive buttons. The customer stated that the battery was low, so the replaced it, and not the device was not working. The customer stated that they had the device in a case. The insulin pump started alarming no delivery during the phone call. The customer's blood glucose was 86 mg/dl. The customer also stated that there was a crack on the batter compartment; it was caused when the customer was having a reaction to the insulin and dropped the insulin pump. The discontinuation of the insulin pump was advised. Nothing further was reported.